Event description:
It was reported that "they were in a bt-05 with a grasper and realized that a portion of the tip of the trocar was broken off. They looked for it but did not see it. They suctioned and irrigated and still saw nothing but seem to think it could have possibly been taken in by the suction."

Manufacturer narrative:
When the quality engineer has completed the investigation, we will file a supplemental report.